Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an open reduction internal fixation (orif) on (B)(6) 2017, due to a pelvic fracture. Postoperatively, the patient complained of pain and had the hardware (1 screw and a washer) were removed on (B)(6) 2017, to address the patient complaint of pain. The intact 6.5 mm cannulated screw was difficult to remove and caused a 90-minute surgical delay. The surgeon reportedly used a screwdriver, a conical extractor and a pair of pliers to get the screw out. The screw was finally removed intact with no additional cuts or drilling to the bone being required. The remaining implants, a second screw (6.5 cannulated and a washer) was left implanted in the patient. The procedure was completed successfully and the patient was reported to be stable at the end of the procedure. The complained device is in the hospital's possession and will not be returned for investigation. This complaint involves 1 (one) device. Complaint (B)(4) will address patient pain. This complaint, (B)(4) will address the difficulty removing the 6.5 mm cannulated screw. (B)(6). Concomitant devices reported: 6.5 mm cannulated screw (quantity 1), washer (quantity 2). This report is 1 of 1 for (B)(4).